Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead used with the competitor cardiac resynchronization therapy defibrillator (crt-d) was removed due to infection. A new system was implanted a few months later. No further patient complications have been reported as a result of this event.